Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. It was also reported the patient did not charge the ipg as recommended and the ipg became inoperable. The patient does not have stimulation. The patient denies having any procedures that involved electromagnetic interferences. The patient also denies any falls or accidents. As a result, the ipg was replaced.